Event description:
At 5 year follow-up it is reported that the pt was admitted to hospital. It was reported that the pt was admitted to the hospital due to pneumonia, while in the hospital the pt had a stroke and expired approx two months later. Investigator assessed event not related to device, drug or index procedure.

Manufacturer narrative:
Evaluation: results: (stroke, death).